Event description:
It was reported that this right atrial lead was explanted and replaced due to an unknown product performance issue. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).